Event description:
The iab leaked. The iab was removed an a second was inserted into the patient; the following was reported to datascope on 5/20/97: compensation was noted in the tubing. A dark rusty coloring was noted near the safety chamber area. Blood was then noted in the tubing. Event complications: unk - reported 5/1/97; none - reported 5/20/97. Patient's current status: on iabp as of 5/2/97.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.